Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed a few episodes of automatic mode switch that suggested there was external noise on the atrial lead. The patient was in stable condition and will continue to be monitored.